Event description:
These episodes and presenting rhythm, leading to possible early termination of recorded episodes by the device. High atrial capture thresholds measured. Current atrial sensitivity programmed to 0.15mv and current measured p waves are 0.1mv. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).